Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high short v-v interval counts, and a lead integrity alert (lia) occurred for noise. The rv lead was deactivated, replaced, and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals sensing integrity counter (sic). Analyst commented, rv lead integrity warning occurred on (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate ns episodes. Beginning (B)(6) 2014, sensing integrity counts up to 1190. The impedance trend on the rv pacing lead was rising. Analyst commented, on (B)(6) 2014, rv pacing impedance measured 836 ohms; up from trend of approximately 400 ohms. Ventricular tachycardia (vt) non sustained (ns) and high-rate ns episodes with evidence of lead noise oversensing.